Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor stopped functioning. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor mini was investigated by our field service engineer. The reported stop could not be duplicated. The compressor passed all functional and safety tests per factory specifications and was cleared for clinical use. No parts were replaced. The root cause of the reported stop could not be determined. No malfunction was found. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).